Event description:
It was reported that during device preparation of a steerable guide catheter (sgc), after de-airing, a loss of column was observed at the hemostasis valve while inserting the dilator. De-airing was performed again, followed by insertion of dilator but the issue persisted. A replacement sgc was used to complete the procedure successfully. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported leak (loss of fluid column) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during device preparation of a steerable guide catheter (sgc), after de-airing, a loss of column was observed at the hemostasis valve while inserting the dilator. De-airing was performed again, followed by insertion of dilator but the issue persisted. A replacement sgc was used to complete the procedure successfully.